Event description:
On (B)(6) 2011, pt reported that he experienced hyperglycemia due to bent and kinked infusion cannulas. Blood glucose elevated to approx 320 mg/dl, and normal blood glucose is 120-150 mg/dl. Pt bolused to correct hyperglycemia, and if this did not work, he would switch to a different type of infusion set. There were no issues with the preparation, insertion, or removal of the infusion sets. There was no insulin leakage. Insertion device was used to insert the headsets, and pt noticed the issues immediately following insertion. This first occurred in (B)(6) 2011, and happened more than once. No product was requested for eval. Product was replaced. The pt did not require assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.